Manufacturer narrative:
(B)(4). Product was returned in a used and damaged condition. Per (B)(4), balloon burst, compliance, and fatigue verification testing performed. The rated burst pressure, rbp is documented in the instructions for use (IFU) and label. The device is inspected to ensure balloon is undamaged. Each device is leaked tested and the balloon bonds are examined per quality control specifications. Each device is shipped with an IFU that delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. An examination of the returned device did note a longitudinal tear in the distal portion. In the absence of external restraints the balloon is designed to burst in a longitudinal direction. When sufficiently constricted by, for example lesions or other tortuous anatomy the tear may go circumferential. After rupture the distal portion will "umbrella", and will make withdrawal difficult and attempts to resheath may cause the balloon to separate. Root cause is the failure to follow label instructions. The stated 11 atm is the rated burst pressure for this balloon however patient anatomy could cause an uneven expansion of the balloon. The root cause is inconclusive. Difficult anatomy and lesions may require the use of a balloon with a higher rated burst pressure (greater or less than 15 atm). We will continue to monitor for similar complaints. There is insufficient risk per quality engineering risk assessment to warrant risk reduction activities.

Event description:
The balloon was being used for an av fistula. The balloon was inflated to 11 atm and burst. When the balloon burst, the distal portion of the balloon and catheter broke off inside the patient. They were able to snare and retrieve broken portion of balloon and catheter. They were not able to bring the snare through the sheath. They withdrew sheath and pulled the snare and the portions through the patient's skin. The patient was retained in the hospital for observation of possible complications. The patient got extra contrast and extra fluoro and a possible hematoma. No section of the device remained inside the patient.